Event description:
The trilogy evo ventilator was returned to the manufacturer service center for preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that the device does not recognize ac power source therefore the power supply was replaced to resolve the issue. Additionally, during the service of the device, periodic maintenance 2 was performed and the air inlet foam filter, particulate filter and muffler assembly were replaced to prevent failure. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was upgraded to 1.06.15.00 from 1.06.10.00.

Manufacturer narrative:
The reported failure of ac power source is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction/ allegation identified in this complaint record during testing of the device prior to distribution.